Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports the screen of the aviva meter appears scorched and there are signs of burning. No adverse event reported. Requested return of suspect device and replacement was sent.